Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex set, a clot was observed in the access pressure pod. Treatment was ended without blood restitution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.